Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl at unknown concentration and dosage via an implantable infusion pump. The patient was taking other oral medications. It was reported that the patient was unconscious so the hcp gave him narcan but after 15 to 20 minutes, "he went right back". The hcp inquired about stopping the pump. They did not have a clinician programmer and they placed a pacing magnet over the pump. It was noted that he patient had been like this for 2 weeks on and off. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from another hcp via a manufacturer representative reported there was a drug overdose. The representative stated based on conversation with family member, it appeared the overdose was related to oral medications and consuming too many. The pump was turned off as ¿pre-attending position/pretty attending physician¿ in the emergency room. The patient¿s pain specialist was updated. It was unknown if the issue was resolved at the time of the report. The pump contained dilaudid [100 mg/ml] at a dose of 40 mg/day, sufentanil [52 mcg/ml] at a dose of 21 mcg/day, and clonidine [125 mcg/ml] at a dose of 50 mcg/day. Specific oral medications taken were not known; however, the family and kids thought there were a lot of ¿wall beds¿ that most likely contributed to the patient¿s overdose. Surgical intervention did not occur, nor was it planned. The patient¿s weight was unknown. The patient¿s status at the time of report was alive ¿ with injury. The patient¿s morphine pump was turned off in the emergency room by the attending physician due to a drug overdose. A narcan drip was performed to revive the patient. Patient medical history included ongoing pain with prescription drug use.